Manufacturer narrative:
Other contact phone number: (B)(6). It was reported through the emergency support program (esp) that during use of the cardiosave intra-aortic balloon pump (iabp), the user experienced difficulty updating timing and concerns related to auto r-wave deflation, along with reduced augmentation. No patient harm or injury occurred. Troubleshooting was performed with the clinical staff and review of device data showed no active alarms and appropriate values and waveforms. Further assessment determined that the device and catheter were functioning as intended. The observed behavior was attributed to patient-related factors, including frequent pvcs, and suboptimal balloon positioning, as confirmed by chest x-ray showing the radiopaque marker below the recommended position. Additional guidance was provided regarding optimal balloon positioning and nursing interventions. The issue was determined to be not related to a device malfunction, but rather due to patient condition and catheter positioning.

Event description:
It was reported through the emergency support program (esp) that during use of the cardiosave intra-aortic balloon pump (iabp), the user experienced difficulty updating timing and reported concerns related to auto r wave deflation along with reduced augmentation. No patient harm or injury occurred. Troubleshooting was performed with clinical staff. Review of device data and screenshots showed no active alarms and displayed values and waveforms within expected ranges. Further assessment determined that the device and catheter were functioning as intended. The observed behavior was attributed to patient related factors including frequent premature ventricular contractions and suboptimal balloon positioning. Chest x ray imaging showed the radiopaque marker positioned below the recommended location. Additional guidance was provided regarding optimal balloon positioning and appropriate nursing interventions. Based on the information available, the issue was determined not to be related to a device malfunction. The event was attributed to patient condition and catheter positioning.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report 2249723-2026-0001978 in your database.